Event description:
On march 21, 2007, the lay-user/ pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately low. The pt tests his blood glucose 3 times a day. He could not recall what any of his diabetic medications were. His usual blood glucose levels are typically between 120-150 mg/dl. Three days earlier, the pt got a morning blood glucose result of "125 mg/dl." The time of the blood test is not known. At this point, the pt was starting to have a headache. The pt took an unspecified blood pressure medication since he thought the symptoms were caused from hypertension. Later in the day around 1:00 pm, the pt retested his blood glucose and got a result of "145 mg/dl." At that point, the pt did not administer any self-care based on the meter reading. At 2:00 pm, the pt decided to go to an emergency room (ER) because he was not feeling right and starting to get dizzy. In the ER, his blood glucose was tested on an unidentified device and a result of "274 mg/dl" was obtained. The pt was hospitalized for 11 hours and treated with an IV to bring his blood glucose down. He did not test his blood glucose with the reported meter while in the hospital. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers, but was not cleaning the puncture sites correctly. The customer care advocate (cca) noted that the pt was using expired test strips. The meter and test strips were replaced. Although the pt was using expired test strips during the time of concern, this complaint is being reported due to the following conclusion: the pt alleged he had symptoms suggestive of high blood glucose while obtaining meter results of "125 and 145 mg/dl" and later was treated for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.